Event description:
The customer reported that the system would not display an image on the fluoroscopy monitor, tus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply. The system operates as intended.